Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that insulin drips were not observed to be exiting at the end of the tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer's blood glucose was 83 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.